Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in blood glucose levels over 30 mmol/l and ketoacidosis. The patient was admitted to hospital where he received insulin intravenously as treatment. The patient suspects the basal rate was not delivered accurately. While the insulin pump was in run mode, but not attached to the body, he observed that no insulin was delivered.

Manufacturer narrative:
Correction d4: the catalog no and unique identifier were updated based on the returned product.